Event description:
The customer reported line artifacts on the image. No further information was provided. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). The cable was replaced by the hospital staff, which may have damaged the sensor internally. The service engineer requested that the hospital return th panel. Internal inspection of the sensor panel found a loose screw on the a/d pc board. The service engineer performed the calibration and self tests. (B)(4).